Event description:
It was reported that error 321 sensor deviation. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on march 28, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error 321 "sensor deviation"" could be confirmed. The reason for the deviation of the measurement is not clearly diagnosable. The most probable root cause for this disfunction is degeneration of the sensors. The side diagnosis of the soiled hd controller is independent from the error code. The IFU is stating this clearly. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints. No trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).